Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient suffered from dyspnea for a week. After multiple tests the left ventricular (lv) lead was removed and a new lv lead was inserted due to a product issue. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.